Event description:
It was reported that the nurse stated they were receiving low flow alerts and have already switched out the pads with no resolution (row# 42346-28052026-064047205-2). Patient temperature (pt) was 38.3c, targeted temperature (tt) was 36c. Had stop therapy, empty and disconnect pads. Placed in manual control at 10c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 10.9c, outlet control temperature (t2) was 10.7c, inlet temperature (t3) was 11.5c, chiller temperature (t4) was 9.1c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was negative 7.4psi (row# 42346-28052026-064047205-1), circulation pump command (cpc) was 67 percentage, mixing pump command (mpc) was 28 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 2695.7 and pump hours were 2364.8. Added pads back while in manual control, water flow rate (wfr) was 2.7 l/m. Disabled manual control and restarted therapy, water flow rate (wfr) was stabilized at 2.2 l/m (row# 42346-28052026-064047205-3). Encouraged to call back with any alerts or questions.per follow up information received via task on 26may2026, spoke with charge nurse who confirmed they had a box of used pads sitting in the office and did not have time to find the lot number or size because the nurse had patients to check on and confirmed the hospital address for the surgery ICU.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.